Event description:
Report states that patient experienced a hypoglycemic event coincident with peritoneal dialysis therapy, using a dialysate containing maltose (a labeled interferent for comfort curve test strips), which went undetected by hospital staff after obtaining a "false high positive" on the accu-chek [inform] system. Report indicates that patient was found unresponsive and it was not known how long patient had been in a hypoglycemic state. No actual values obtained on the accu-chek system were reported and no information about the time of test(s) or treatment administered was provided. The suspect product was not returned to the manufacturer for evaluation.

Manufacturer narrative:
The reported event involves the same patient for whom a medwatch was filed, by the drug manufacturer, under manufacturer report number (B)(4). Device not returned to manufacturer.